Event description:
Technical services received a call on 10/17/2012 from sales rep. The lead was implanted on (B)(6)2008. After pocket closure rv lead exhibited low shock impedance measurement of less than 20 ohms. After a 1.1 j shock was performed shock impedance returned to normal at 38 ohms. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).